Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the unit has no audible alarm.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Controls, other/defective. Defective power switch. Dealer is stating that the unit has no audible alarm.